Manufacturer narrative:
H10: the actual device and photos were provided for evaluation. The visual inspection of the provided photo showed the product wet with residual blood in the blood side. The visual inspection by naked eye of the product showed the product wet and a leak test of the dialysate side was performed and a leak was observed. The reported condition was verified. The cause is a defective welding zone. The cause of the defective welding zone could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one hour after starting treatment with a polyflux 140h, an external dialysate leak was observed. Blood was returned to the patient. There was patient involvement however, no patient injury or medical intervention was reported. No additional information is available.